Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic gui display. There was no pt attached to the device at the time of failure. Covidien was not authorized to repair the device.